Event description:
It was reported by the customer that the problem was that the 14 cadd's were returned in the cupboard as faulty. There was a patient involvement, and no harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One photo was returned for evaluation. Visual inspection was performed. The testing could duplicate the customer reported problem as a leak was detected. The root cause of the issue was not determined. Functional testing was not performed. No further actions. A device history record could not be completed as no lot number was received.